Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The sensor/wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On 06/12/2026, the patient indicated the cgm began malfunctioning, repeatedly turning on and off and failing to display readings. No symptoms were specified. During this time, she did not perform fingerstick blood glucose checks. Details of the insulin pump infusion were not disclosed. After an unspecified duration she began to feel sick, and was vomiting. No self-treatment details were disclosed. As her condition worsened, she called an ambulance. Upon arrival, paramedics administered IV fluids, and bg fs values were not remembered. She was transported to the hospital, where the bg fs value was over 600 mg/dl upon arrival. The cgm continued to show no readings. The patient does not recall the subsequent course of treatment or medications administered. She was admitted to intensive care unit (ICU) for treatment. At the time of the report on (B)(6) 2026, although she remained hospitalized, she stated that she was feeling significantly better. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.